Event description:
It was reported that patient went under a hip revision of his previously implanted non v 40 exeter stem in 1997. I was informed post procedure that an abg 1 metal head was used instead of a non v 40 metal head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg1 metal 32mm standard femoral head catalog # 465500. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device remains implanted.

Manufacturer narrative:
(B)(6). An event regarding an incorrect femoral head selection involving an abg 1 head was reported. Conclusion: the reported event indicates that an abg 1 head was incorrectly used on an exeter stem which was insitu since 1997. This was noted after the surgical procedure. An abg 1 6 degree taper head should only be used with abg stem. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that patient went under a hip revision of his previously implanted non v 40 exeter stem in 1997. I was informed post procedure that an abg 1 metal head was used instead of a non v 40 metal head.